Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer stated that the emergency medical services were called due to low blood glucose. The customer's blood glucose was 53 mg/dl at the time of paramedics call. The customer's blood glucose was 57 mg/dl at the time of the incident. The customer's blood glucose was 135 mg/dl at the time of call. The customer stated that he was treated at the hospital and the blood glucose went up to 288 mg/dl. The customer stated that he loss vision and had seizure. The insulin pump will not be returned for analysis.